Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. Lead dislodgement was noted on x-ray. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was good before and after the procedure.